Event description:
Spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: this case corresponds to one patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 13-jul-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 869 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("intense stabbing pelvic pain since insertion") and abdominal pain lower ("abdominal pain in left iliac fossa, irradiating to groin and to left lumbar fossa, worse during intercourse") in a 39-year-old female patient who had essure (batch no. 20226500) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain and uterine prolapse. Concurrent conditions included urinary incontinence. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("essure was not inserted in right ostium due to possible obstruction or spasm") and complication of device insertion ("essure was not inserted in right ostium"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (electrocoagulation and section of both fallopian tubes (device not removed) on (B)(6) 2013) and surgery (bilateral salpingectomy with removal of left essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, fallopian tube spasm and pelvic pain with essure. The reporter commented: as treatment of the urinary incontinence a mesh was inserted vaginally. Outcome: five weeks after salpingectomy and left coil removal patient refers mild discomfort. Essure was removed at patient's request. The causality of the device for the pain is unclear. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2013: no pathologies. Ultrasound scan - on (B)(6) 2017: left device well placed. In (B)(6) 2012, ultrasound 3 months post insertion: the correct localization of the coil in the left side was verified. On (B)(6) 2013, laparoscopy, no pathologies found, both fallopian tubes were electrocoagulated and resected, left essure was left in place because no suspicion that it was the cause of pain. On (B)(6) 2018, post surgical check after bilateral salpingectomy and removal of essure on left side, refers mild discomfort. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("intense stabbing pelvic pain since insertion") and abdominal pain lower ("abdominal pain in left iliac fossa, irradiating to groin and to left lumbar fossa, worse during intercourse") in a 39-year-old female patient who had essure (batch no. 20226500) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abdominal pain and uterine prolapse. Concurrent conditions included urinary incontinence. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube spasm ("essure was not inserted in right ostium due to possible obstruction or spasm") and complication of device insertion ("essure was not inserted in right ostium"). On (B)(6) 2017, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (electrocoagulation and section of both fallopian tubes (device not removed) on (B)(6) 2013) and surgery (bilateral salpingectomy with removal of left essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the fallopian tube spasm and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, complication of device insertion, fallopian tube spasm and pelvic pain with essure. The reporter commented: as treatment of the urinary incontinence a mesh was inserted vaginally. Outcome: five weeks after salpingectomy and left coil removal patient refers mild discomfort. Essure was removed at patient's request. The causality of the device for the pain is unclear. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2013: no pathologies. Ultrasound scan - on 25-may-2017: left device well placed. (B)(6) 2012, ultrasound 3 months post insertion: the correct localization of the coil in the left side was verified. (B)(6) 2013, laparoscopy, no pathologies found, both fallopian tubes were electrocoagulated and resected, left essure was left in place because no suspicion that it was the cause of pain. (B)(6) 2018, post surgical check after bilateral salpingectomy and removal of essure on left side, refers mild discomfort. Most recent follow-up information incorporated above includes: on 23-jul-2018: physician answered follow-up queries: reporter information, age, historical condition, lab data, essure insertion date, removal date, lot number (20226500), events essure was not inserted in right ostium due to possible obstruction or spasm, intense stabbing pelvic pain (requiring laparoscopy), abdominal pain in the left iliac fossa which irradiates to the groin and to the left lumbar fossa (requiring salpingectomy and essure removal); outcome: 5 weeks after removal, refers mild discomfort. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.